Event description:
The customer reported that the battery had 5 dim leds and failed to charge and calibrate. In this state the battery fails to power up the device. There was no report of pt impact.

Manufacturer narrative:
(B)(4). The battery has been returned to philips andover and the failure was confirmed. Philips supplies sent the customer a new battery which resolved the failure.